Event description:
It was reported that a stent was placed for treatment in 2004 and the pt was discharged home. In 2003, the pt was admitted to the hospital due to the stent being blocked with food and it was reported that an uncoiled wire was obstructing the lumen of the stent.